Manufacturer narrative:
A company representative observed the reported event in the fault log. He was unable to duplicate the reported event. As a precautionary measure, the non-inventory drive transducer was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a routine check of the iabp, the company representative observed that the iabp generated an "electrical test failure code # 52" (drive transducer offset failure) on power-up. No pt was involved.